Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the door being hard to close which was reproduced during evaluation while trying to close the door. This was found to be caused by the front case shimming being out of specification. The front case shimming was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door of a spectrum pump was hard to close. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The initially reported aware date of 4/17/2017 is incorrect. The correct date is 05/25/2017. Should additional relevant information become available, a supplemental report will be submitted.